Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and had intermittent button response. The blood glucose reading was 87 mg/dl at the time of the call. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.